Event description:
Reason(s) for revision: component loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision. Asr hip resurfacing system - left. Reason(s) for revision: component loosening. Update - (previously missed from scf) additional hospital, revision date. Update - added another additonal hospital and queried comp loosening. Taken from claimsuite dated 14th october 2014. Response to query - comp loosening cup. See email dated 23rd october 2014.